Event description:
According to the available information patient came in following a quality issue with a catheter the patient had been using for years, which had been insert by a nurse. The catheter appeared to be clogged.

Manufacturer narrative:
This was the first complaint on this lot. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.